Event description:
It was stated in the report that it was difficult to draw blood back and push fluid after the port needle was inserted into the infusion port. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: no product was received for analysis. The device history record of reported lot number 6061435 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.